Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the luer lock of a 5f ber ii 100 cm tempo diagnostic catheter was faulty, and saline and contrast were leaking from the hub when it was inserted into the patient and use was attempted. There was no reported patient injury. The device will be returned for evaluation.